Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The reported treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, "the suture came out of the device all jumbled"; a suture retrieval issue occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.